Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blistered burn from the electrode of the lifevest equipment. Patient reports that they are in a rehab facility. There is no indication that the lifevest caused or contributed to the facility placement. The patient's nurses applied a cream to the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.